Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The rse determined that the speaker was worn out and needed to be replaced. The rse ordered a replacement speaker to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the worn out speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the device showed a speaker did not produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.